Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the lcs cut effectively but the surgeon had difficulty achieving hemostasis along the side of the uterus. The surgeon used a disposable tripolar to finish the procedure. There was no consequence to the patient.